Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint is confirmed. Visual evaluation noted that the tips of the drivers were broken, and no pieces were returned for investigation. Also, two metal screws were returned and observed threads and the bases of the screw's edges were damaged. No sutures or needles were returned. Functional testing identified that the returned device was not able to be tested due to the damage to the drivers and the screws. Most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a biceps refixation surgery the tip of the screws broke off when inserted. The broken pieces were retrieved from patient. As there were no more screws available the sutures were tightened manually. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to do a second surgery.